Event description:
The company was informed that the patient was experiencing sound quality issues and intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.